Event description:
It was reported that the patient underwent a posterior lateral spine fusion at l4-s1 with cage implantation at l5-s1 with rhbmp-2/acs. At an unknown time post-op, the patient experienced ectopic bone growth, which reportedly resulted in pain in her back and legs, and severe painful and unspecified debilitating complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of degenerative disc disease , spinal stenosis l4-5 , l5-s1 and underwent following procedures: posterior lateral spinal fusion at l4-s1; transforaminal lumbar interbody fusion l5-s1; pedicle screw instrumentation l4-s1; cage instrumentation l5-s1; right iliac crest bone graft. Per op-notes, ¿.. . The surgeons placed 6.5x 40 mm pedicle screws in the l4, l5, s1.. The procedure performed with tlif at l5-s1 on the left side .. Cage trials were placed into the disk space. .. Corresponding sized cage was packed with rhbmp-2/acs iliac crest. .. One- quarter of the large rhbmp-2/acs kit was packed into the cage and cage was impacted and rotated such that it was well centered in both the ap and lateral planes.. Rhbmp-2/acs and iliac crest were packed over the decorticated posterior elements in order to complete a posterolateral arthrodesis from l4-s1. .. 60 mm rods were placed in polyaxial heads of the pedicle screws..¿ the patient presented with l4-5 <(>&<)> l5-s1 stenosis and degenerative disc disease , underwent bilateral l4-5 <(>&<)> l5-s1 laminectomy and foraminotomy, medial facetectomy . The patient sustained the procedures well. On (B)(6) 2011, the patient presented with pre-op diagnosis of adjacent level spinal stenosis l3-4 , above a prior fusion , and underwent following procedures: posterior spinal fusion l3-4; transforaminal lumbar interbody fusion l3-4; pedicle screw instrumentation l3-4; cage instrumentation l3-4; right iliac crest bone graft. Per op-notes, ¿.. The surgeons removed hardware from l4-s1 using removal instruments. New pedicle screws were placed at l3 bilaterally. .. Iliac crest autograft was packed into the front of the disc space , along with 1/3 of a large rhbmp-2/acs kit. Another third of an rhbmp-2/acs was packed into the cage. Cage was then impacted so it was well centered in both the ap and lateral planes. Iliac crest autograft and bone graft matrix were packed dorsal to this in order to complete a tlif at l3-4 .. .¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.